Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd¿ thin wall 29g x 12.7mm value brand ((B)(4) count) the needle clogged. The following information was provided by the initial reporter: patient stated that he tried to use edex the other night and that "it would not inject." Patient further clarified "when I put the syringe together as instructed, I started pushing the two gray things together to mix the drug. Everything was fine. Then when I tried to get it to put a little bit of fluid on the end of the needle; it would not do it. It was stuck; I could not push any medicine out of it." Patient then stated "I think when I put in the tube with the drug, it bent the inside needle over so it did not penetrate into the drug. It can't be used. " patient stated that he would like a replacement. Patient was unable to clarify the ndc number but provided a gtin of 00352244020024. When asked if the product is still available for return, patient stated "I got the whole thing, but I discarded the needle. I still have the chamber full of the mixed drug and the injector too."

Event description:
It was reported while using the bd¿ thin wall 29g x 12.7mm value brand (100 count) the needle clogged. The following information was provided by the initial reporter: patient stated that he tried to use edex the other night and that "it would not inject." Patient further clarified "when I put the syringe together as instructed, I started pushing the two gray things together to mix the drug. Everything was fine. Then when I tried to get it to put a little bit of fluid on the end of the needle; it would not do it. It was stuck; I could not push any medicine out of it." Patient then stated "I think when I put in the tube with the drug, it bent the inside needle over so it did not penetrate into the drug. It can't be used. " patient stated that he would like a replacement. Patient was unable to clarify the ndc number but provided a gtin of (B)(4). When asked if the product is still available for return, patient stated "I got the whole thing, but I discarded the needle. I still have the chamber full of the mixed drug and the injector too."

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue as no evidence related to the reported failure was observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.